Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with "batteries that will not charge at all" was confirmed by baxter service personnel. This condition was caused by a blown out 4 amp fuse. The 4 amp fuse was replaced to correct the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "the batteries will not charge at all." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.